Event description:
The surgeon implanted a cc4204bf plate collamer lens. The surgeon noticed that when he tried to reposition the lens it was slipping back and at this point saw that there was a posterior capsular tear. The incision was enlarged to a 4.0 opening to remove the lens. A vitrectomy was performed and a suture was required to close the wound. The injector that was used a indigo-p and the cartridge that was used was a sfc-25 fp. The facility was unable to provide the injector and cartridge lot numbers.